Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems (B)(4) that a (qty. 3) of an ar-613-98 ibalance tka, small impactor is broken and was discarded. The case was finished with another impactor with no patient involvement. This was discovered during a tka procedure on (B)(6) 2023. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely reason for the reported failure is user error, specifically applying excessive force during use. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided